Event description:
Vns pt has experienced an increase in seizures above pre-vns baseline frequency. The pt reports that pre-implant, they experienced about ten seizures per year. The pt reportedly experienced seizure control with the vns therapy for the first 5-6 months after implant, but was involved in an auto accident, during which the seat belt was over the device. The pt reports that since the auto accident, they have experienced an increase in seizure activity and have subsequently added another anti-epileptic medication to their drug regimen. Additionally, the pt reports that they no longer have auras and that they now have nocturnal seizures. The pt also reports that they have recently begun to experience severe blinding headaches, which their doctor has reportedly indicated were probably a new type of seizure. The pt wants to have the ncp system explanted; however, treating neurologist has discouraged this. The pt reports that they are now experiencing 6-8 seizures per month. Device diagnostic testing has reportedly been within normal limits, indicating proper device function and neurologist continues to increase programmed settings at follow-up visits. Investigation to date has been unable to determine the cause of the reported increase in seizure acitivity.